Event description:
The pt had no episodes until 2005 when several episodes in a sequence resulted in death. The device was interrogated and several episodes of fast vt were observed. The device detected the vt and delivered appropriate therapies. High impedance and sudden drop in the pacing impedance were also observed. No hv lead impedance or episode lead impedance was measured since the implant. At the time of the pt death, the physician suspected a lead fracture, however, with the device advisory, the physician was concerned.